Manufacturer narrative:
Analysis was normal, no anomalies were found.

Event description:
It was reported that the atrial exhibited no capture due to dislodgement. The lead was explanted and replaced. No further information could be obtained.

Event description:
New information notes that the lead developed exit block at the lead/tissue interface over the first year of the lead being implanted. The patient's condition before, during and post procedure was good. The patient suffered no adverse events as a result of the procedure.